Event description:
Physician used 5 resolute integrity stents to treat a lesion in the mid lad with little calcification and little tortuosity. The devices were implanted with no issues reported. Approximately one month later during a staged pci, the physician noticed that the previously implanted stents had become aneurysmal. Patient did not report any adverse effect or discomfort it was noticed because of the staged pci. There was no evidence of thrombus or aneurysm in the vessel prior to the initial pci. There was no evidence of dissection from the original treatment.

Manufacturer narrative:
Image review: the presence of the aneurysms can be confirmed from review of images received from the procedure when the aneurysms were noted. The stents originally deployed on the (B)(6) 2015 are evident on the procedural images returned. The original procedural images which would show placement of the stents has not been provided for review therefore, root cause of the aneurysms remain undetermined.

Manufacturer narrative:
Evaluation codes, results: other - root cause undetermined inherent risk of procedure - aneurysm no results available since no evaluation performed - device or procedure images have not been received for review none - no device received for evaluation evaluation codes, conclusions: unable to confirm complaint - device or procedural images have not been received for review other - root cause undetermined known inherent risk of procedure - aneurysm. (B)(4).